Manufacturer narrative:
The ge field engineer (fe) found that the reported intermittent float was caused by misadjusted optical flag that prevented it from intercepting the light beam, which would signal the locks to actuate. The fe adjusted the flag and verified that the table locks were performing according to specifications.

Event description:
It was reported that the table locks did not actuate, causing the tabletop to unexpectedly move in the longitudinal and lateral directions without resistance (free float). There was no injury reported. This situation could contribute to an injury, if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.